Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint states ¿it was reported that upon mixing the cement in theatre 9 on 'the' (B)(6) 2018, the cement set at 6 mins. Standard setting time is 8-9 mins. The palamix system was used to mix the cement. The mixing time was 45-50 seconds in the syringe. The cement gun handed to the surgeon at 1 min 20 secs. The cement was set at 6 mins. The surgeon was mr (B)(6), the scrub staff was charge nurse (B)(6). The liquid was added first followed by the powder.¿ retained samples of the lot were retrieved from retained storage for conditioning prior to testing for dough and setting times. Retained powder and liquid samples of the complaint batch in question were obtained, conditioned to 23°c, and mixed in the laboratory in a beaker under ventilated, temperature and humidity-controlled conditions. The mix was dry with the powder and liquid components combining together as normal with a dough time of 1m 09s seconds which is within the specification limits. The setting time was also within specification at 7m 47s. The appearance and handling characteristics of the cement were as expected with all results obtained being within specification criteria. The cement did not appear to be overly viscous and on testing, the cement appeared to have slight flow which is characteristic of this cement type. No product problem or unusual observations were observed on the testing of the retained samples of this batch. (B)(4)". Dva--107020-fde rev 6 was reviewed, and this issue is included on line 66 with a severity of 7 and an expected occurrence rate of 1. (B)(4). IFU-06300004 rev b includes a precaution that ¿the setting time of the cement can be reduced if a vacuum mixing system is used. The surgeon should read the manufacturer¿s instructions and be familiar with the mixing system together with the cement prior to use.¿ in this case a competitor mixing system was used and it is not possible to comment on the setting time in that system. The complaint description contains confirmation that the cement components were added to the mixing system by following the palamix instructions: ¿the liquid was added first followed by the powder¿. Adding the monomer first can sometimes lead to faster evaporation if the mixing system is properly under an extraction hood. If the monomer has been left to evaporate, this will reduce both the volume of liquid available and the setting time of the constituted cement. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 1 ((B)(4)). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement set at 6 minutes - standard setting time is 8-9 mins.